Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that they are getting speaker malfunction inop and there is no sound coming from the speaker. No patient harm was reported.